Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. The catalog numbers and lot codes of the reported devices were not provided. The devices were reported as an unknown right citation femoral stem and an unknown right v40 lfit femoral head. Based on the limited information provided, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent primary surgery on the right hip on (B)(6) 2005. It is alleged the patient sustained injuries as a result of the implanted devices.